Manufacturer narrative:
The device history record review was completed on the reported lot v8n239. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. At the time of this investigation one sample was received by the site on 1/24/19. After evaluation it was determined there was a tear found on the bottom of the pouch, likely caused by the conveyor belt on the pack table. All employees involved in this process are being re-trained to create more awareness regarding this failure mode. The pack table is being redesigned to reduce pinch points on the conveyor. We will also continue monitoring our customer complaints database for this and any other issues reported of the same nature.

Event description:
Based on information received by the customer, reportedly a medical assistant was activating a hot pack when it burst, and the contents landed on her face. The customer reported they immediately washed her face with soap and water, removed her contacts and irrigated her eyes. They reported her eyes were red and irritated. She was seen by two doctors in their practice. During a phone conversation with the customer they reported the medial assistant was doing okay.